Event description:
A complaint of high readings was received on a customer's freestyle flash meter. The customer reported obtaining a reading of 14.5mmol/l on his meter before bedtime. He injected 4 units of insulin, the customer's girlfriend woke at 2:00am to find him shaking an ambulance was called. The paramedics tried to wake the customer for 45 minutes. He woke at 3:00am and was taken to the hospital for one day and released when his blood sugar stabilized.